Manufacturer narrative:
This follow-up is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. On visual inspection, the bender appears to be in good overall condition. There are general signs of wear and use. An attempt was made to rotate the anvil screw clockwise and counterclockwise without success. The complaint is confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw on the bender will not rotate. The surgeon and staff could not adjust the curve/bending. The procedure was completed using another bender. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.